Manufacturer narrative:
No sample has been returned for evaluation for the report of was not cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of not cutting during surgery. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The engine was then disassembled and the o-ring in the front housing was observed to be dry, with no lubrication visibly present on the o-ring. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation did indicate that the probe had an actuation failure. The root cause for the actuation non-conformance, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and, although the complaint indicates the reported event occurred on initial use, it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the observed actuation failure is the dry o-ring observed in the front engine housing. A dry o-ring could contribute to an actuation failure of the probe. The engine assembly components are assembled, and the o-rings lubricated, on an automated assembly machine. The returned probe was found to have excessive surgical use, therefore, the exact root cause of the dry o-ring cannot be determined from this evaluation. No action has been taken as the evaluation did not confirm the reported cut failure and it appears that the observed actuation failure was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed with no patient harm. The customer inspected the probe and found that the shaft was not moving even after reducing the cut rate.